Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 for a generator replacement and right ventricular (rv) lead laser extraction and replacement procedure. During examination of the rv lead before the procedure, it was noted that the lead pacing impedance was high and out of range. Examination of the impedance trend reflected that such out of range measurement had been present at least for one year. Also, the rv lead had high capture threshold. During procedure of rv lead extraction while attempting to advance laser sheath, a vascular complication took place that required the open chest intervention. The procedure was aborted and the rv lead was capped and left inside the patient on (B)(6) 2021. The patient deceased due to vascular damage leading to internal hemorrhage from the laser lead extraction procedure. Corrective measures and resuscitative maneuvers were unsuccessful.